Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the reason the ins didn't work was because in 2014, it was found that 2 of 4 screws were still penetrating their spinal nerve roots. "They were filed down, too much damage". It is noted that the patient now uses a pain pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had ¿some sort of revision¿ where their implantable neurostimulator (ins) was replaced. They thought this maybe occurred in 2009. The indication for use for the implanted device was noted as chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.